Manufacturer narrative:
This report is submitted on december 29, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance due to a partial insertion of the electrode array. Subsequently, the patient underwent revision surgery on (B)(6) 2016. It was reported that electrodes 1-10 are currently extra-cochlea and deactivated.the implanted device remains.

Manufacturer narrative:
Correction : the previous or initial MDR submitted on december 29, 2016, was filed inadvertently. No revision surgery or serious injury has occurred. This report is submitted on march 22, 2017.